Manufacturer narrative:
Expiration date 02/2018. Manufacture date 02/2015. Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A query has been run against lot number 5b01011 for the reported malfunction which yielded 1 previous occurrence against this lot. The occurrence of complaints with this malfunction and lot number meet the batch limit criteria. Photographs received confirm an open seal; the seal width varies throughout the sample. A nonconformance was initiated and is closed. No additional investigation is required, the issue will be monitored through the post market product monitoring review process.

Event description:
It was reported and depicted via photo that the packaging of the aquacel ag dressing was opened on one side because the dressing was trapped in the border. The product was not used on a patient, no further information was provided.